Event description:
Serfas probe tip came off inside pt's left shoulder. Dr retrieved tip, but it shattered. Several pieces were removed separately. No other fragments were found. Matt meade with stryker was notified. He pieced the fragments together and is certain that all fragments were out by comparing to an unbroken series probe. MFR was notified.